Event description:
It was reported that sometime post catheter placement, the device allegedly had a hole. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that four weeks post chronic catheter placement procedure, the device allegedly had a hole. It was further reported that the device allegedly had leak. Reportedly the patient experienced infection. The current patient status was unknown.

Manufacturer narrative:
H10: additional information was received and the file was reassessed for reportability and determined to be reportable as serious injury. H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiry date: 11/2025), h6 (device). H11: d4 (medical device lot number), h6 (patient). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: device not returned.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one 6fr powerline t/l catheter was returned for evaluation. Gross, visual, microscopic and functional testing were performed. A complete circumferential break on the distal end of the catheter and upon infusion, a leak was observed between the catheter hub and the extension leg. Therefore the investigation is confirmed for the reported leak and identified fracture issue. However, the investigation is unconfirmed for the reported material hole issue. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 11/2025), g3, h2, h6 (device). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that four weeks post chronic catheter placement, the device allegedly had a hole. It was further reported that the device allegedly had a leak. Reportedly the patient experienced infection. The current patient status was unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one 6fr powerline t/l catheter was returned for evaluation. Gross, visual, microscopic and functional testing were performed. A complete circumferential break on the distal end of the catheter and upon infusion, a leak was observed between the catheter hub and the extension leg. Therefore the investigation is confirmed for the reported leak and identified fracture issue. However, the investigation is unconfirmed for the reported material hole issue. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: g3. H11: b3, b5, d4 (unique identifier (UDI) #). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that three months and twenty-one days post a chronic catheter placement, the catheter allegedly had a hole. It was further reported that the catheter allegedly had a leak. Reportedly, the patient experienced infection. The current status of the patient is unknown.